Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that premature stent deployment occurred. The target lesion was located in the common iliac artery. A 7.0x40x75cm express ld iliac / biliary stent was advanced to treat the lesion. However, the stent started to "come off the balloon too soon." The physician then deployed the stent in the unintended unspecified location and implanted another stent, overlapping the previous stent, to complete the procedure. No patient complications were reported and patient's status was fine.